Manufacturer narrative:
The returned device was evaluated and a leak was observed in exposed portion of the soft cannula exposing the formed needle and the cannula was stretched. No damages or defects observed with form needle. No other damages or defects were found with the device and the cause and timing of the event could not be conclusively determined. The download data showed no signs of struggle or pulse width increases that would indicate device struggle to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide . Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported while a patient was wearing a pod between 24 and 36 hours their blood glucose level rose to 350 mg/dl. As treatment, the patient administered a syringe shot of insulin.